Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the bio-med that there is a percutaneous lead (lead) separation at the distal end of the bend relief. No alarms were reported. The following day the MFR was on site to perform a clam shell repair. At that time, the nurse reported speed drops and pump stoppage occurring that morning. The pt had been observed standing and urinating on the floor and did not know his name or where he was when questioned. The pt was taken for a CT scan to check for suspected stroke. The system controller history confirmed speed drops and pump stoppage had occurred when the pt was connected to the power module and battery. The CT scan of the lead was unremarkable and the clam shell was installed per the MFR's procedure. The pt's mental status starting improving. A continuity test was scheduled to be performed when the pt became more stable and would be able to tolerate the pump stops associated with the continuity testing. Two days later, the MFR returned and performed the continuity testing on the lead and a broken lead conductor was found. A percutaneous lead distal end replacement was performed per the MFR's procedure. The pt remains in the hosp with hemolysis and may undergo a pump exchange.

Manufacturer narrative:
The MFR was unable to conduct an investigation of the device has the pt remains on going with the implanted device. However, the report of pump stoppage was confirmed based on the evaluation of the replaced portion of the percutaneous lead (lead ) that was returned for evaluation. Approximately 17" of the external portion/distal end of the percutaneous lead was returned for evaluation. Visual evaluation showed the silicone bend relief was separated from the metal/controller connector and a clam shell was installed. Removal of the jacket showed shield breakdown adjacent to the connector and at the terminus of the bend relief. Further evaluation confirmed that the black wire was fractured adjacent to the metal/controller connector, resulting in the underlying conductors being exposed. The characteristic of the disruption appeared consistent with fatigue failure as a result of repetitive flexing of the lead in this location. The reported pump stops would have occurred as a result of the wire making contact with the braided shield and shorting to ground while the pt was supported by the power module. No further info is available. The MFR is closing its file on this event.